Manufacturer narrative:
Product event summary: analysis found that the programmer did interrogate with a known good radiofrequency programmer head, however the returned programmer head would not interrogate. Analysis also found that the programmer's system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that several radiofrequency programmer heads were tried with the programmer but none of them worked. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that several radiofrequency programmer heads were tried with the programmer but none of them worked. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.